Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.0/4.0/081 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2023 the lens was exchanged for a longer length lens of different axis but the problem did not resolved. Cause of event was unknown.

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).